Manufacturer narrative:
The nc traveler device is currently not commercially available in the us; however, it is similar to a device sold in the us. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to treat a moderately tortuous and mildly calcified lesion in the mid left anterior descending (lad) artery. A xience stent was deployed. The 2.50x12mm nc traveler balloon dilatation catheter (bdc) was advanced for post dilatation when resistance met with the anatomy. The balloon ruptured during inflation at 16 atmospheres (atm). The bdc was removed without issue and the procedure completed with a non-abbott device. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.